Manufacturer narrative:
Device evaluation: the device in question (ui500 / endoflator 50, serialnumber: (B)(6), manufactured 04-jul-2023) was received by the manufacturing site in germany for investigation on 14-aug-2025. During the manufacturer's technical inspection, the error description provided by the customer, "device is showing error message of electronics" could be confirmed by inspecting the device and the log files. The cause for the customer's failure description is based on a defect of an ic2 controller within the control board caused by a random defect (component failure). The additional found dent of the housing is independent from the reported issue. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In addition, we want to draw your attention to the corresponding instruction for use which describes several warnings for the correct handling and product testing before use under sections 3.2 and 3.9. Instructions need to be observed to avoid damage to the device and possible risk for patient and user the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device is showing error message - error of electronics. It appeared twice or three times in a few weeks. When device is turned on again, error message disappear. No negative impact in state of health reported.